Event description:
Patient fell and dislocated her all-poly cemented cup in her right hip. Surgeon removed old cement, put in two new additional screws into cage, cemented new liner and implanted new femoral head

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Patient kept.

Manufacturer narrative:
An event regarding dislocation involving an all-poly cup was reported. The event was not confirmed. Method and results: device evaluation and results: visual, dimensional and functional analysis could not be performed as the device was not returned; medical records received and evaluation: insufficient medical records were received for review with a clinical consultant; device history review: there were no reported discrepancies; complaint history review: there have been no other events for the referenced lot. Conclusions: the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by (B)(4). If additional information becomes available, this investigation will be reopened.

Event description:
Patient fell and dislocated her all-poly cemented cup in her right hip. Surgeon removed old cement, put in two new additional screws into cage, cemented new liner and implanted new femoral head.